Manufacturer narrative:
Additional information: section h imdrf annex codes. Section d unique identifier (UDI), section e initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main 4.2 and full height auxiliary 6 not detected on bus. The field service engineer (fse) reseated the row board and retractor cables, but drawer 4-2 remained non-functional. I observed that the communication light on the module controller was off, so I replaced the retractor cable. The drawer then passed testing in the hardware test application (hta), and the user successfully verified functionality. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.